Event description:
More than five years post uae, continues to experience pain in the groin where the artery was embolized. She also continues to experience leg pain, circulation problems, spotting between menstruation, and continues to have fibroids. Doctor offered only a second embolization or hysterectomy. Pt has decided to stop going to doctors. Dates of use: permanent. Diagnosis or reason for use: fibroids.